Event description:
Terumo medical corporation received the following information: it was reported that after accessing the right radial artery with the needle in the kit, the wire was then advanced into the needle, however, the wire would not advance through the needle. There was no damage to the wire or needle.terumo medical received an FDA medwatch report # mw5187837. The event description states: "when accessing radial artery for lhc the wire would not go through the needle sleeve. We tried to put the wire in the dilator, and it would not go through."

Manufacturer narrative:
A1: patient identifier: requested, not provided .a2: age & date of birth: requested, not provided .a4: weight: requested, not provided. A5: ethnicity: requested, not provided .a6: race: requested, not provided .d6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: (B)(6).one (1) 6 fr glidesheath slender was returned to terumo medical corporation. The returned sample includes the guidewire, dilator, needle, and packaging. The device was subjected to visual and functional analysis. The device was returned opened. No abnormalities nor defects were noted on the returned components. The guidewire is inserted into the angiocatheter, and the dilator however, the guidewire could not pass through either of these components.the guidewire outer diameter is 0.0251". The angiocatheter inner diameter is 0.021" .the dilator inner diameter is 0.022" .the guidewire is not within the specification for a 0.021" guidewire. The angiocatheter and dilator are within their design specifications.one 6 fr glidesheath slender was returned to terumo medical corporation. The returned guidewire did not fit through the provided angiocatheter during functional testing and had an outer diameter consistent with a 0.025" guidewire. Therefore, the complaint can be confirmed for a packaging issue. The root cause is the incorrect size guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the device was manufactured in accordance with terumo procedures.one 6 fr glidesheath slender was returned to terumo medical corporation. The returned guidewire did not fit through the provided angiocatheter or dilator during functional testing and had an outer diameter consistent with a 0.025" guidewire. Therefore, the complaint can be confirmed for a packaging issue. The root cause is the incorrect size guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the device was manufactured in accordance with terumo procedures.res (B)(4) has been provided as the z# has not been assigned at this time.